Manufacturer narrative:
(B)(4). THIS FOLLOW-UP REPORT IS BEING SUBMITTED TO RELAY ADDITIONAL INFORMATION. THE FOLLOWING SECTIONS WERE UPDATED: D4 LOT; D9; G3; H2. THE INVESTIGATION IS IN PROCESS. ONCE THE INVESTIGATION HAS BEEN COMPLETED, A FOLLOW-UP MDR WILL BE SUBMITTED.

Event description:
NO FURTHER INFORMATION IS AVAILABLE AT THE TIME OF THIS REPORT.

Manufacturer narrative:
(B)(4). THE CUSTOMER HAS INDICATED THAT THE PRODUCT IS IN PROCESS OF BEING RETURNED TO ZIMMER BIOMET FOR INVESTIGATION. ONCE THE INVESTIGATION HAS BEEN COMPLETED, A FOLLOW-UP MDR WILL BE SUBMITTED.

Event description:
IT WAS REPORTED THAT THE DEPTH GAUGE BROKE. THERE WAS NO KNOWN IMPACT OR CONSEQUENCES TO THE PATIENT. ATTEMPTS HAVE BEEN MADE AND NO FURTHER INFORMATION HAS BEEN PROVIDED.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: B4, B5; D4; G3; H2; H4; H6. Visual examination of the returned product identified device shows wear from previous uses. Damage includes nicks and scratches around the handle and distal tip. The distal end of the depth gauge is bent and fractured at the sixth notch and fractured piece(s) were not returned. No other damage was noted. Sticky residue was present on the distal end. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Additionally, fracture analysis has been previously analyzed for this fracture location where bending overload was identified as the mode of failure. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer Biomet will continue to monitor for trends.